Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged. There was a crack on the reservoir compartment. The retainer ring was broken. The customer did not know how the damage occurred. The customer¿s blood glucose level was 215 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received with cracked select button keypad overlay and minor scratches on lcd window.